Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for cannula broken on lot # 0027328. Investigation summary: customer returned (6) loose 0.5ml insulin syringes from lot 0027328. All 6 returned syringes were examined, and it was observed that 1 syringe exhibited a broken cannula. The other returned syringes did not exhibit a broken cannula. Microscopic examination of the broken cannula revealed characteristics such as residual bends on the hub end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch# 0027328. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The cannula was broken after use of the syringe by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the relion® insulin syringe experienced stopper deformation. The following information was provided by the initial reporter: material no: 328509, batch no: 0027328. Consumer stated finding 4 syringes without the needle when removing needle shields. Consume found 1 syringe when removing the plunger cap. Thumb press was stuck in the cap and broken away from the rod. She removed thumb press from cap. Consumer reported from this box 1 syringe with the plunger stopper looking like it was too large.